Manufacturer narrative:
G4: 12feb2020 b4: (B)(6)2020. While servicing the ventilator, the service technician found the "ventilator restarted due to anomalies detected during operation" diagnostic code in the error logs. The manufacturer¿s international service technician replaced cpu (central processing unit) and the reported problem was resolved. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15may2020. B4: 18may2020. A cpu pcba (central processing unit, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician could not duplicate the reported problem. No fault was found with the returned cpu pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019.

Event description:
Touchscreen malfunction. There was no patient involvement.

Manufacturer narrative:
G4: 30jan2020 b4: (B)(6). The part was returned to the manufacturer for failure investigation (fi). The touchscreen passed all tests. There was no fault is found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 31oct2019. Date of report: 01nov2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.